Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have commenced forward firing at 22,700 joules. How the case was completed is unknown. "No injury to patient was reported."

Manufacturer narrative:
(B)(4). Fiber analysis: the glass cap is fractured and partially broken. The glass cap is fractured distal to glue zone. Indications of broken and melted bevel area, burnt glue on bevel portion is evident. The fiber is also broken in the same location and exhibits melting and distortion in shape. The fiber/cap conditions would result in forward firing. The most probable root cause that contributed to this failure was suspected to be related to localized heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.